Event description:
It was reported that during a case, the black plastic on the tip of the unit began to melt. It was further reported that the unit had to be replaced, resulting in a delay in the case of a few minutes. There were no reports of any adverse consequences to the pt.

Manufacturer narrative:
Add'l info will be provided once the investigation is completed.